Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The specific values for volumes were not provided. The pump was used to infuse an unknown type of drug. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).